Event description:
Boston scientific received information that this pacemaker displayed a longevity calculation of less than 6 months remaining during a device interrogation. However upon completion of the interrogation the device displayed beginning of life with an estimated 1.5 years of longevity remaining. Boston scientific technical services (ts) discussed the battery anomaly with the representative, and the physician will continue to monitor the device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.